Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/left occlusion only'), endometritis ('mild chronic endometritis'), myometritis ('mild chronic myometritis') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included bleeding menstrual heavy, dysmenorrhea, endometritis, uterine fibrosis, penicillin allergy, ovarian cyst, bipolar disorder, migraine, cramp in lower abdomen, breast pain, shooting pain, multigravida and parity 4. Concomitant products included cephalosporins and related substances and clavulanate potassium for hives, penicillin nos for rash as well as ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), myometritis (seriousness criteria medically significant and intervention required), dermatitis allergic ("rash / skin condition"), dysmenorrhoea ("dysmenorrhoea, chronic"), erythema ("redness"), menorrhagia ("menorrhagia /heavy bleeding") and inflammation ("chronic fibro inflammatory reaction") and was found to have fallopian tube leiomyoma ("sesoral fibroisis of the fallopian tube") and uterine leiomyoma ("uterine sesoral fibroisis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, endometritis, myometritis, genital haemorrhage, pelvic pain, dermatitis allergic, dysmenorrhoea, erythema, menorrhagia, inflammation, fallopian tube leiomyoma and uterine leiomyoma outcome was unknown. The reporter considered dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, endometritis, erythema, fallopian tube leiomyoma, genital haemorrhage, inflammation, menorrhagia, myometritis, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tube with no essure device in the right tube, left occlusion only. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : events added- rash, chronic dysmenorrhea, redness, menorrhagia, mild chronic endometritis, mild chronic myometritis, inflammatory reaction, fallopian tube fibroid, uterine fibroid, device breakage. Reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration/left occlusion only'), endometritis ('mild chronic endometritis'), myometritis ('mild chronic myometritis') and genital haemorrhage ('abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included bleeding menstrual heavy, dysmenorrhea, endometritis, uterine fibrosis, penicillin allergy, ovarian cyst, bipolar disorder, migraine, cramp in lower abdomen, breast pain, shooting pain, multigravida and parity 4. Concomitant products included cephalosporin nos and clavulanate potassium for hives, penicillin nos for rash as well as ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), myometritis (seriousness criteria medically significant and intervention required), dermatitis allergic ("rash / skin condition"), dysmenorrhoea ("dysmenorrhoea, chronic"), erythema ("redness"), menorrhagia ("menorrhagia /hevay bleeding") and inflammation ("chronic fibro inflammatory reaction") and was found to have fallopian tube leiomyoma ("sesoral fibroisis of the fallopian tube") and uterine leiomyoma ("uterine sesoral fibroisis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, endometritis, myometritis, genital haemorrhage, pelvic pain, dermatitis allergic, dysmenorrhoea, erythema, menorrhagia, inflammation, fallopian tube leiomyoma and uterine leiomyoma outcome was unknown. The reporter considered dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, endometritis, erythema, fallopian tube leiomyoma, genital haemorrhage, inflammation, menorrhagia, myometritis, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tube with no essure device in the right tube, left occlusion only. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.